Manufacturer narrative:
Device evaluation: the evaluation of the returned pump did not reveal any device-related issues. The report of pump malpositioning could not be conclusively confirmed through the evaluation of the returned device. Additionally, no x-ray images or CT scans were provided for review. The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. The distal end of the driveline was not returned. Visual inspection of the inflow conduit revealed no evidence of distortions or twists to the inflow conduit flex section. The report of inflow cannula malposition could not be confirmed through the evaluation of the returned pump. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 3 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to low flow alarms. Lab tests showed all values in normal range. Echocardiography revealed that the inflow cannula changed position compared to a prior transthoracic echocardiogram and was now pointing to the myocardial wall. A CT scan showed a regular position of the outflow graft and confirmed the malposition of the inflow cannula. Reportedly, the reason for the change in position was that the patient gained weight and the diaphragm was now pushing the pump upwards. The patient returned to the or on (B)(6) 2018. During the operation, the malposition of the inflow cannula, caused by the weight gain, was confirmed. A pump exchange was subsequently performed. The patient left the or under stable conditions. No additional information was provided.